Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a no communication between pump and mobile device application. The customer reported no adverse event. The event involved product(s) mmt-6122. The customer reported a loss of communication between the pump and mobile device application. Troubleshooting was performed and it was observed that the issue was unresolved. No harm requiring medical intervention was reported. No product return is required for mmt-6122.

Manufacturer narrative:
"An attempt to reproduce the reported event using fota app version 1.3.4 installed on iphone 11 pro (os 17.4) with mmt-1880 pump (software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551359 document (B)(4), version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. When the customer triggers the upgrade process on the pump side, we see that the app loses connection with the pump (it seems that the pump started upgrading), but then after several minutes, the customer chooses the ""get help"" link (""if you see update unsuccessful a pump error or update was canceled tap get help""). When the user clicks ""get help"" and navigates to the diagnostic screen, the teneo server responds with the command ""download,"" which means that the pump update(firmware installation) was not successful, and the process needs to be restarted. Helpline confirmed that the pump replacement was done due to cosmetic damage and the customer was able to upgrade the replaced pump. Afc code: za14af no issue found. Investigation completion date: 13/may/2024 2:56 am. Updater app (fota). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.